Event description:
Additional information received reported that the system was explanted. It was unclear if all parts of the system were explanted at the same time.

Event description:
The patient was scheduled for a revision on (B)(6) 2013. The reason for the revision was unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
The leads and extensions were removed and the ins remained implanted. The doctor left the ins implanted in case the patient wanted to have the leads replaced in the future.

Manufacturer narrative:
Lead 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), lead 3778-75, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2013-(B)(6).

Manufacturer narrative:
A 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A 3778, lot# v790896034, implanted: (B)(6) 2011, product type: lead. A 3778, lot# v127462035, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. A 3550-39 lot# n213355, implanted: (B)(6) 2009-, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient had not been back to the office since explant.